Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 01/07/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4). (B)(4). (B)(4).

Event description:
A surgeon reported a patient experiencing blurry vision following bilateral intraocular lens (iol) implant surgery. Additional information has been requested. There are two medical device reports associated with this event. This report is for the right eye.